Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right inguinal hernia repair with implantation of mesh. Following the surgery, the patient began experiencing serious complications related to the hernia repair and mesh implanted, including bowel obstruction, abdominal pain, leg and groin pain. Pain with intercourse, constipation, and other injuries and complications. The patient sustained serious personal injuries, permanent impairment, and other damages.